Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/24/2009, 04/29/2009, and 05/01/2009 by phone, fax and mail. A completed questionnaire was received on 05/05/2009. This report was mailed to FDA on: 05/15/2009.

Event description:
A surgeon reported a patient experiencing glare and halos following bilateral intraocular lens (iol) implant surgery. The surgeon also reported that the patient's vision is not correctable. The surgeon reported the patient had an unusual central reflex on examination. In a follow up, the surgeon reported the event has not resolved. There are two medical device reports associated with this event. This report is for the left eye.